Event description:
A customer reported experiencing a continuous glucose monitor (cgm) error. A specific error code was noted, but there was no mention of an adverse impact on the customer¿s blood glucose level, suggesting it remained stable. Technical support guided the customer through a pump reset process, which resolved the issue, allowing the customer to successfully start their sensor session without any further errors.